Event description:
It was reported the pt is unable to establish communication between his ipg and his charger. It was also reported the pt lost stimulation 3 months ago because he inadvertently dropped and broke the charger. As a result, the pt was sent a replacement charger; however, this did not resolve the issue. F/u info indicated the pt will undergo surgical intervention at a later date to have the ipg replaced.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.